Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in the emergency room after receiving a vibratory alert for non-sustained right ventricular oversensing. Upon device interrogation, the patient's right ventricular lead exhibited episodes of noise or myopotential oversensing. In addition, variable r-wave fluctuation was also observed. The noise was not reproducible. Chest x-ray and defibrillation threshold testing was performed on (B)(6) 2019 and no anomalies were noted. The patient was stable throughout the event and will be monitored.